Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed one episode of noise resulting in oversensing and pacing inhibition greater than two seconds asystole. The patient's intrinsic escape rhythm was noted at thirty beats per minute. Attempts to recreate the noise were unsuccessful. As this appeared an isolated event, no changes were made. An internal technical service consultant was contacted regarding this issue. Further monitoring was recommended. No adverse patient effects were reported.

Event description:
Approximately two years later, this device was explanted and returned for analysis.

Event description:
- -

Manufacturer narrative:
According to available information, this device and right ventricular lead remain implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.